Event description:
On (B)(6) 2012, the reporter claimed the patient had high blood glucose above 400 mg/dl and tested (B)(6) for moderate ketones for the past three days. In addition, the reporter felt the animas pump is not delivery the basal insulin accordingly. The patient allegedly received insulin via syringe three times during the last 3 days. The patient's blood glucose at the time of the call was 211 mg/dl. Based on the total daily dosage record, the basal and bolus insulin dosages add up correctly. The bolus history showed all insulin was delivery to completion. There were no recent alarms in the pump history. The infusion site reportedly looked good with no bumps, bruising, bleeding or leaking. There was no product misuse. The alleged issue was not resolved. This complaint is being reported because the patient had elevated blood glucose and tested positive for moderate ketones while on insulin pump therapy. It is not clear if diabetes management, use error, product malfunction, or intentional misuse attributed to the alleged incident.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).